Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked on the plunger side of a 10 ml bd posiflush¿ normal saline syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on(B)(4)/2018, previously filed emdrs did not contain required fields.

Event description:
It was reported that blood leaked on the plunger side of a 10 ml bd posiflush¿ normal saline syringe. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that blood leaked on the plunger side of a 10 ml bd posiflush¿ normal saline syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: medical device lot # corrected to: 7292773. Medical device expiration date corrected to: 10/31/2020. Device manufacture date corrected to: 10/19/2017. Investigation summary: a sample was received for evaluation by one of our quality engineers. It came in double plastic bags one of them a ziploc plastic bag type. It has no packaging flow wrap and no tip cap. It has the plunger rod-rubber stopper. The barrel label confirms the lot#7292773, which is different to the one reported. It has blood between the rubber stopper ribs and over the stopper. There is a small residue of the blood that passed through the stopper to the plunger side therefore failure mode is verified. The syringe purpose is to flush the solution into a port; it seems it was used to pull blood. Root cause could not be determined. A device history review was completed and there was no documentation of issues for the complaint of batches 7348585 and 7292773 during this production run. There were no qns issued during the production of these batches listed in the complaint. All inspections and testing were accepted during the production of this batch. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch.